Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, they were getting continuous vacuum with the probe and tubing set. They changed probes and continued to have the issue. They changed to a third probe and noticed they were getting very small fragmented samples. They then switched probes and tubing sets and continued the case. Case will be finished using the new probe and tubing set. No patient data available.